Manufacturer narrative:
No product will be returned per customer. The customer complaint of syringe broke could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that when the pharmacy technician was drawing up the medication while holding the 20mm vial access device, the syringe broke off. The customer later stated that there were no adverse effects caused to the pharmacy technician from the event.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that when the pharmacy technician was drawing up the medication while holding the vial, the syringe broke off.